Manufacturer narrative:
Unit power up properly after battery installation. All buttons were tested while navigating the menus, and they all worked properly. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump rewinds properly during testing. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. No failed battery alarms noted during testing. Pump received with normal operating currents. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no delivery was recorded on (B)(6) 2024 at 12:10:33.000 until 13:40:29.000 during bolus. No failed battery alarms noted in the history/trace files. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection found moisture damage on force sensor and pcba 1. P-cap locks properly into the reservoir compartment. Unit received with cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and missing display window/cover. In conclusion, customer concern with failed battery test, no delivery alarm, rewind anomaly and keypad anomaly were not confirmed during testing. Unit successfully powered up after battery installation. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a battery failed alarm, insulin flow block alarm, slower rewind, and buttons were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-377a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-377a.